Event description:
It was reported that the insulin pump was not detecting the reservoir. When the customer did put a new reservoir, the piston inside the device did not stop and empty the reservoir. It was stated that the customer changed the reservoir, but the problem persisted. No further info was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. The insulin pump unable to prime during prime test due to loose drive support disk. Missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.